Event description:
It was reported that during implant the ventricular pacing resulted in a prominent evoked response on the atrial bipolar egms. The same large signal was also noted on the atrial sense amp. There was concern of crosstalk. Dft testing was performed and the atrial channel did have high rate sensed events. This device was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise was confirmed in the lab via review of stored electrograms. The device was tested on the bench and our automated testing equipment. Device functionality was normal and no anomalies were found. The cause of the noise is undetermined.